Event description:
It was reported that a pt who underwent a bilateral shoulder exam sustained a burn to the wrist, under a bracelet that was worn during the scan. The pt did not complain of pain/warming during the exam, but after the exam complained of the area under the bracelet. Upon further evaluation, it was determined that the pt sustained a 3rd degree burn on her wrist, 1.5 cm by 3 cm. The pt has been treated by a plastic surgeon and has home health care coming in to change the dressings that contain silver sulfadiazine. No additional pt info was provided.

Manufacturer narrative:
A ge healthcare (gehc) local field team was dispatched to the customer site to complete a pt warming questionnaire. The purpose of the questionnaire is to understand the pt warming issue, to obtain scan specific info, and to learn of the customer's room environmental conditions. The survey then establishes the performance of the gehc MRI scanner. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils/accessories: (surface coil/ECG checks). System/image quality: (system level testing to check for system failures) pt monitoring: (pt alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within specification and there are no issues with the system that caused or contributed to the burn. Per the mr safety guide 2381696-100 rev 13. Place appropriate nonconductive padding between the pt and the bore wherever a portion of the body may come into contact with the magnet opening. The safety manual also states: jewelry, even 14-karat gold, can heat and cause burns. Rf can heat (even nonferrous) metal can cause burns. The system is designed to comply with iec (B)(4), including the requirements intended to minimize the likelihood of pt warming.